Manufacturer narrative:
H4: the lot was manufactured from april 02, 2022 - april 03, 2022. H10: the actual devices were not available; however, photographs of the samples were provided for evaluation. A visual inspection was performed to the photographs which observed a single white polymeric appearing elongated particle, possibly of fill port material, inside the container (filled with a liquid solution) and in the fluid path in both sample images. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small white particle was observed inside two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The issue was identified during the visual inspection process. There was no patient involvement. No additional information is available.